Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported resistance.

Event description:
It was reported that the procedure was to treat the iliac artery. The stent implant of the 8.0 mm x 19 mm x 80 cm otw omnilink elite 35 stent delivery system (sds) moved proximally on the balloon as the sds was being inserted into the valve of the 6 french (fr) introducer. Since the sds was not completely inserted into the valve, it was removed from the introducer without difficulty. The omnilink elite 35 was not used in the procedure. A replacement sds was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.